Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a low battery during an attempt to bolus for a high blood glucose of 530 mg/dl. The customer replaced the battery and received an unexpected restart and battery out limit alarm. The customer could not clear the alarms due to unresponsive esc and act buttons. Troubleshooting for unexpected alarm was performed. The insulin pump was not stored or not in use for an extended period of time and the alarm occurred shortly after insertion of a new battery. The customer was advised to monitor. The customer blood glucose level was 385 mg/dl during the call. Battery out limit troubleshooting was performed and it was stated that the batteries were not out of the insulin pump greater than allowed. Button error/keypad anomaly troubleshooting was performed. The customer also stated that receiving the two alarms were the significant events leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for pump exposed to fluid was performed. The customer reported that the type of fluid/moisture exposure to the insulin pump was rain water as the customer was standing outside when it was raining. The insulin pump was unresponsive during self-test. Troubleshooting for the high blood glucose reading was declined. The insulin pump will be returned for analysis.